Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the valve of the vizigo¿ sheath was found damaged while prepping. The valve was bent and visually defective. This was noticed during prep; therefore, the device was not used on the patient. The sheath was replaced and the case continued without patient consequences.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 25-mar-2022. It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the valve of the vizigo¿ sheath was found damaged while prepping. The valve was bent and visually defective. This was noticed during prep; therefore, the device was not used on the patient. The sheath was replaced and the case continued without patient consequences. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub of the carto vizigo sheath. Examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. Only a bent was found in the dilator. A device history record (DHR) review was performed for the finished device 00001870 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this issue. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).